Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer via phone that they went swimming. The insulin pump had a crack in and now it does not work. The insulin pump will be replaced.

Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.